Event description:
Event description guidant received information that during a follow-up visit, it was discovered that this cardiac resynchronization therapy defibrillator (crt-d) had reached a battery status of end-of-life (eol). During interrogation, a fault code 1 charge time out message was displayed and the monitoring voltage was 2.31v. Four months earlier, the voltage was 2.12v. There are concerns that the battery depleted rapidly since the last visit.